Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient called because their ins was showing 2.66v. The patient wanted to know when eri occurred, and it was stated it happens at 2.6v. Patient stated their device had been checked and they couldn't find anything. The patient said they had increased stimulation once a week for 6 weeks up to 160 parameters. The patient said if they decreased stimulation to 155 their legs would twist and their hands would "go into their crotch." The patient said they were at their family doctor the day of the call and they had spasms. The patient said they had to be pushed out in a wheel chair. The patient said they twisted to the right and leaned to the left. The patient said they would lean so hard that they would get bruised on their buttocks. The patient said the last time they saw their doctor ((B)(6) 2018) their right shoulder went up all the way and the patient couldn't stand up. The patient said the doctor had them walk down the way. The patient said the doctor could see the patient frequently losing their balance. The patient said they have been trying to get a hold of the doctor. The patient had also mentioned they were involved in a car accident on (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) indicated output and telemetry were acceptable; however, the batter was near normal battery depletion. Result code updated. Method code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had an ins replacement on (B)(6) 2018 since their device depleted. The patient was seen at the clinic in (B)(6) 2018 regarding symptoms and was instructed to increase the setting once a week. It was stated they were told the ins battery would last for 6 months; however, it only lasted 9 weeks. It was indicated the patient started to walk on the right side of their foot and leaning to the left. There were no further complications reported.